Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 7 years since the subject device was manufactured. Based on the results of the investigation, the event was occurred due to damage to the image sensor unit. As multiple damages were found in the bending section, it is possible that the cause of the damage was caused by irregular load being applied to the bending section. However, the root cause could not identified. The following is included in the instructions for use (IFU): suggested event can be inspect in accordance with below IFU. Operation manual for ltf-190-10-3d "chapter 3 preparation and inspection 3.6 inspection of the endoscopic system¿. ¦ inspection of the endoscopic image olympus will continue to monitor field performance for this device.

Manufacturer narrative:
E1: full establishment name: (B)(6) hospital. The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the videoscope image was not in 3d (three-dimensional). The images are lost. The issue occurred during preparation for use for a therapeutic (laparoscopic gastrectomy) procedure. The procedure was completed using the same set of equipment. There were no reports of patient harm.